Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system was shut down on its won during a procedure. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.